Event description:
It was reported that the right atrial and right ventricular leads failed to capture. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7303 implantable cardioverter defibrillator (ICD) (B)(6) 2004. (B)(4).